Manufacturer narrative:
One sample was received for evaluation. Visual inspection of the device found it to have a broken luer, confirming the reported customer complaint. A review of the manufacturing process was reviewed by a quality engineer; no possible areas to allow bending or damage to the part that can affect the correct fit or part assembly. The problem source has been determined to be unknown.

Event description:
Information was received indicating that a leak was noted to a smiths medical level 1® hotline® disposable administration set. It was reported that the leak was coming from the patient-side-luer-slip connector. There was no reported patient injury.